Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-3200-0025 camera control unit has issues with cameras glitching. It looks like the metal receiver for the cameras is very beat up. This was discovered during a case. The camera was cord was held in position close to the box so there was minimal disruption. No patient harm and minimal case delay. At the end of the case the box was swapped out so there wouldn¿t be any further issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.